Event description:
The initial reporter received questionable elecsys hcg + beta test system results for one patient tested on a cobas e 411 rack. The patient's initial hcg result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. At 09:47, the patient's initial hcg result was 180.6 miu/ml with a data flag. At 10:39, the patient's first repeat hcg result was 488.6 miu/ml with a data flag. At 11:31, the patient's second repeat hcg result was 501.3 miu/ml with a data flag. The customer provided a corrected report. The hcg reagent lot number was 58457901 with an expiration date of 31-mar-2023.

Manufacturer narrative:
The field service engineer performed preventative maintenance. The investigation is ongoing.

Manufacturer narrative:
The customer confirmed there were no bubbles, foam, or clots on the sample. The field service engineer performed precision testing. The investigation reviewed the customer's calibration results and the results were within the acceptable range. However, the last calibration performed was on (B)(6)-2021. The hcg calibration frequency, product labeling states, "calibration frequency: calibration must be performed once per reagent lot using fresh reagent (i.e. Not more than 24 hours since the reagent kit was registered on the analyzer). Calibration interval may be extended based on acceptable verification of calibration by the laboratory. Renewed calibration is recommended as follows: after 1 month (28 days) when using the same reagent lot. After 7 days (when using the same reagent kit on the analyzer). As required: e.g. Quality control findings outside the defined limits." The investigation reviewed the customer's qc results and determined no qc was performed prior to patient testing. The investigation found qc was performed on (B)(6)-2022 and the results were with the acceptable ranges. On the date of the event, the customer performed qc approximately 8 hours after the event. For quality control, product labeling states, "controls for the various concentration ranges should be run individually at least once every 24 hours when the test is in use, once per reagent kit, and following each calibration. The control intervals and limits should be adapted to each laboratory¿s individual requirements. Values obtained should fall within the defined limits. Each laboratory should establish corrective measures to be taken if values fall outside the defined limits." The investigation found the customer's centrifugation time was too long in comparison to the manufacturer's recommendations. The investigation reviewed the system alarm trace and found a sample pipetting alarm before the event. This is an indication of a possible issue with sample quality. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.